Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use the foley tray syringe breakage was found.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The product had caused the reported failure. Based on the evaluation, it was observed that the syringe tip was broken. A piece of a broken tip was stuck at the catheter valve and able to be removed. This issue was confirmed as unknown cause. However, further investigation has been documented under (B)(4). A potential root cause for this failure could be defect generated at supplier's site or could be contributed by user related during handling the product. Pfmea (B)(4) rev 37 (medical kit packaging and cartoning process) was reviewed for this investigation and has addressed in step/item # 13. A potential root cause for this failure mode could be due to defective / torn / broken components. Based on information in the fmea, the risk of this failure is low. Current controls in place are adequate to mitigate this failure mode. A review of the device labeling have been conducted for investigation purposed. The IFU is attached on the investigation overview element. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use the foley tray syringe breakage was found.